Manufacturer narrative:
The medtronic representative did a point merge registration on a demo resin head with a tumor and it was very accurate. The reported event could not be replicated by medtronic personnel.

Manufacturer narrative:
The exam archive off of the system was evaluated. Some of the points stored and matched for pointmerge registration display some skin shift which would have made the registration accuracy less optimal than expected. The initial report was that the site was accurate before going sterile and then inaccurate after going sterile which could indicate the reference frame moved after registration. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Unable to determine root cause with available information.

Event description:
A medtronic representative reported that during a left frontal craniotomy for tumor resection, with touch n' go registration, the surgeon did not like the accuracy number associated with the registration. He decided to do a pointmerge registration and he felt accurate on the top of the head. However, when he went sterile, he felt inaccurate by 1cm in the anterior direction. The surgeon extended the crani opening to complete the procedure with navigation. The surgeon did not mention any lasting impact to the patient.